Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It was further reported that there was no progression of the disease noted and no evidence of a device malfunction; therefore, a conclusive cause for the reported patient effects could not be identified. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This mitraclip report is being filed due to post procedure dyspnea and worsened mitral regurgitation, requiring another mitraclip procedure. It was reported that the mitraclip procedure on (B)(6) 2015 was to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed reducing mr to grade 2 and the procedure was completed with no reported device or procedure issues. Reportedly, on (B)(6) 2015 the patient did not feel any clinical benefit post-procedure and experienced dyspnea. On an unspecified date, recurrent mr with a grade of 2-3 was noted; however, the two deployed clips remained well positioned and stable. On (B)(6) 2015, two additional clips were deployed, reducing mr to grade 0, with no reported adverse patient sequela. There was no additional information provided.